Event description:
During the preventative maintenance of a da vinci si surgical system by the intuitive surgical, inc. Representative, it was noted that the battery would not hold a charge and therefore failed the battery test during sine cycle. Also, one of the patient side manipulators (psm) failed viscous drag and friction tests. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The psm was replaced. There was no report of patient involvement or adverse outcomes.

Manufacturer narrative:
The patient side manipulator (psm) arm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation found the psm failed the weighted brake drop test. This complaint is being reported due to the patient side manipulator arm failing the weighted brake drop test during failure analysis. No patient involvement occurred, however if this malfunction were to recur it could likely cause or contribute to an adverse event.